Manufacturer narrative:
Updated fields; b4, b6, b7, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1, h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse ran extensive leak tests and verified calibration of the unit but was unable to duplicate the reported issue. As a precautionary measure, the fse replaced the pneumatic component luer then performed full calibration on the iabp unit, as well as all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm. There was no patient harm and no adverse event was reported.